Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas stating the patient's blood glucose (bg) was estimated to be over 500mg/dl with excess urination. The patient reportedly did not verify with a bg test. The patient reportedly treated the bg with 10 units and 6 hours after treatment; the bg went down to 164mg/dl. There was no indication of medical intervention. There was reportedly a short battery life and replace battery life. It was not clear or indicated if there was a preceding low or replace battery alarm or if the short/replace battery alarm that was emitted occurred prior to the pump powering off. Reportedly, at the time there was no power to the pump, the patient's bg went high and the patient discontinued insulin pump therapy. There was no indication of damage to the battery compartment or battery cap. There was reportedly no moisture or corrosion in the pump. This complaint is being reported because the patient experienced hyperglycemia allegedly due to no power to the pump.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2016 with the following findings: a review of the pump history indicated that the pump was running on the default date since (B)(6) 2016. Unexplained reboots were observed in the black box. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally with the test cap. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power interruptions occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint of no power could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. (B)(4).